Event description:
A family member reported that on (B)(6) 2011, the patient experience blood glucose (bg) between 15 and 21 mmol/l with ketones. Customer support reviewed the pump and found all settings were correct. A review of the basal history indicated that the temp basal program at 2:42 am was set to 0; the family member stated, it should have been 0.412 units. The family member confirmed that the temp basal at 9:30 pm was correct at 0.412 units. He denied priming or suspending the pump at the time the 0 unit rate was recorded. All other settings and histories matched. The family member denied any site/set or cartridge issues. He stated the site was last changed the evening of (B)(6) 2011 and the cannula was not bent. This complaint is being reported due to the patient's alleged hyperglycemic event while using insulin pump therapy.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump was evaluated and found to be operating within required specifications and delivering insulin accurately. A review of the pump history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues.